Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unknown) who was presenting an atrial fibrillation heart rhythm, but upon device power-up, the screen displayed "pacer fault 116" message. In addition, the complainant indicated that the device displayed a "defib mode 72" error message when attempting to charge the device. The clinicians obtained a second device and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report number 1220908-2001-01683, which reports a second and similar pt malfunction that occurred with this same device.